Manufacturer narrative:
Retainer ring = black. Insulin pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, pump failed the sleep current test due to moisture damage on the motor. Moisture damage was also found on the motor support cap. No unexpected error messages noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pup error alarm and customer was able to clear alarm. Customer reported battery was running out every 4-5 days. Customer stated self and displacement tests were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.